Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor was unable to be interrogated and exhibited a diagnostics anomaly. A device software download was performed successfully. The patient was fine.